Manufacturer narrative:
(B)(4). Physio- control replaced the system pcb and memory pcb assemblies to observe proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and verified the reported event codes logged in the memory. However, further testing was unable to duplicate the reported occurence or observe any failures.

Event description:
During a scheduled inspection, physio- control found that the device flashed all lights with the service message and there was a burning odor. The device also illuminated the service indication and logged event codes in the memory. There was no patient use associated with the event.